Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated the doctor wanted a local representative to check out her insulin pump at the hospital. Troubleshooting was declined and the customer prefers to deal with the local representative. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.